Manufacturer narrative:
Batch review performed on 13 december 2023. Lot 2012373: (B)(4) items manufactured and released on 18-feb-2021. Expiration date: 2026-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 11 months after the primary, the patient came in reporting pain due to a dislocation of their native patella and stiffness. The surgeon resurfaced the natural patella and revised the insert (11 mm to 10 mm). The surgery was completed successfully.